Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported false air in lines errors that won't clear, which was reproduced during evaluation. A review of the event history log identified air in line errors that won't clear as air in line messages. The cause was determined to be a failing ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false air in line that would not clear. The event occurred at the family birthing center. The process step was not provided by the reporter. There was no patient involvement. No additional information is available.